Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse replaced the touch screen assembly, cable, coiled cord, and the pcba video generator to resolve the issue. The fse completed pm and the unit passed full calibration, functional, and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
During preventative maintenance (pm) performed by a getinge field service engineer (fse) it was observed that the image on the display is scrambled and moving. Since this was discovered during testing, there was no patient involvement.